Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause, treatment and outcome of the peritonitis were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The patient was treated with unspecified antibiotic(s) (drug names, doses, routes, frequencies, and durations not reported) for cloudy effluent. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains hospitalized. Should additional relevant information become available, a supplemental report will be submitted.